Event description:
It was reported that during an unknown procedure, the device would not open. After closing the jaws to insert the stapler through the trocar, it was impossible to reopen the device. No stapling and no cutting with this device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(6).